Manufacturer narrative:
(B)(4)

Event description:
The patient reported via the manufacturer representative (rep) that there was shocking that could've been related to security gates/theft detectors at (B)(6). The patient was educated on turning stimulation off when entering/exiting through the gates. Relevant medical history included urinary dysfunction/sacral nerve stimulation. No follow-up was required.